Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during set up, an error code was displayed on the aquabeam conformational planning unit (cpu). Aquablation therapy was aborted due to the cpu issue. It was reported that the patient was not yet in the operating room. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Component code = 4756 - aquabeam conformational planning unit (cpu), a re-usable component of the aquabeam robotic system, serves as the primary user interface of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.6 investigation conclusion - 4316 - supplier. H.11 additional manufacturer narrative: the aquabeam conformational planning unit (cpu) was returned for investigation. A replacement cpu was provided to the account as part of warranty replacement. No visual defects or anomalies were observed with the cpu. The returned cpu was tested on the qa test system. Functional testing confirmed the reported failure mode; however, the issue could not be diagnosed further. Attempts to restart the cpu resulted in the same error. The root cause is supplier as the cpu is a supplier procured part. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam cpu / lot number 23c04229 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specificiations when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed and states the following: 11.2.1 non-sterile: aquabeam robotic system and ultrasound setup · connect the proper end of the video cable to its respective port on trus console. The aquabeam robotic system supports two types of video connection cables: · hdmi-dvi cable which supports hdmi out (trus end) to dvi in (aquabeam robotic system end) · dvi-dvi cable which supports dvi out (trus end) to dvi in (aquabeam robotic system end) · connect the dvi end of the video cable to the dvi in port on the back of the conformal planning unit (cpu). · connect ethernet cable to its respective port on the trus console (optional based on ultrasound model). · connect ethernet cable to ethernet port on the back of the cpu (optional based on ultrasound model). Note: if trus and the aquabeam robotic system are not compatible to communicate over ethernet, continue with setup and calibrate the aquabeam robotic system as indicated in section 11.2.19 non-sterile: trus calibration. · power on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.